Event description:
Lap cholecystectomy- "after the surgery the clip reopened, so the patient needed a second surgery. The patient has been moved to another hospital ((B)(6)) and the surgeon informed us about this problem only the (B)(6) because it was only the 1st time it happened to him. The samples have been thrown away after the incidence, so no samples are available. No notification to the (B)(6) has been done by the hospital. The surgeon is an expert and older user of our direct drive clip applier since many years, and he never experienced the issue before." Type of intervention- "a second surgery was necessary to repair the suture and block the leakage." Patient status- "good".

Manufacturer narrative:
(B)(4). Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  The root cause of the incomplete clip closure and scissoring experienced by the customer was likely that the application structure size, or the clip application depth, prevented proper clip closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.